Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Unit had cracked display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.